Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2018 for investigation. However, investigation still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that during insertion of ivtm catheter, the facility physician stated that the guidewire could not pass through distal lumen of the quattro catheter (lot# 80192). Then, the physician used a spare catheter, and guidewire passed through normally. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of guidewire could not pass through distal lumen of the quattro catheter (ln 79794) was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. A known good guidewire was used for testing. The guidewire successfully inserted in the distal lumen at the quattro catheter. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Correction made in lot # - the quattro catheter lot number is 79794 not 80192 that was initially submitted on september 28, 2018.